Event description:
In 2008, the patient reported receiving an e10 (cartridge) error on his infusion device. He stated that "a while ago" he spilled insulin in the cartridge compartment of the infusion device and there is corrosion on the piston rod. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.